Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was over 500 mg/dl, and the customer did not observe any symptoms of high blood glucose. The most recent blood glucose reading was 410 mg/dl. The customer stated that he did not feel okay to troubleshoot. He stated that he was having trouble with hearing and advised that he would call back later when his wife was available to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.